Event description:
It was reported, "surgeon conducted open surgery, and found out that insert post was broken".

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.